Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) level was 250 mg/dl. The customer delivered a corrective bolus. Reportedly, the customer was able to clear the alarm and resume insulin delivery. The customer reported a bg level of 222 mg/dl when insulin delivery was resumed.